Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Patient weight is unknown, date of event is unknown, date of explant is unknown, therapy date is estimated. The event of unknown system explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-13941, 1627487-2021-13942. It was reported that the patients scs system was explanted on an unknown date for an unknown reason.